Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number (B)(6). Investigation summary: according to the information provided, it was reported that the anchor was broken in two pieces during the procedure. The complaint device is not being returned, therefore unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo, the anchor was observed totally broken at the medial aspect and separated int two pieces. The reported complaint was confirmed. The photo do not provide enough evidence to determine root cause. A possible root cause can be associated to an exposure to high temperature during transportation/stock/trunk stock, however it cannot be conclusively affirmed. Hands on analysis should provide more evidence to be able to discern most clearly a root cause. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the affiliate via phone that during an arthroscopic repair of labrum injury when the package of the lupine br ds w/o rthcrd was opened it was broken off into two pieces, as it shows in the photo. No patient consequence and no surgical delay was reported. No additional information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: correction: it was reported on the initial report that the device was not returned; and instead, a photo was received and evaluation. However, further investigation revealed that the device was received. Therefore, the investigation summary has been updated as follows: investigation summary ==> according to the information provided, it was reported that during the arthroscopic repair of labrum injury surgery, opened the packing noted no anchor was broken off into two pieces in the packing. The complaint device was received and evaluated. Visual observation confirms that the anchor was totally broken off at the medial aspect and separated int two pieces. In addition, the anchor and suture presented signs than can be biological residues. Reported complaint was confirmed. The possible root cause for the reported failure can be attributed to an exposure to high temperature during transportation/stock/trunk stock, however it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional information: method codes: device history lot ==> a manufacturing record evaluation was performed for the finished device lot/serial number (B)(4), and no non-conformances were identified.